Event description:
It was reported that a user experienced hyperglycemia with upward-trending glucose after reusing an infusion set needle by removing and reinserting it at a new site, followed by rising glucose despite only having eaten a previously announced yogurt. Investigation included technical support troubleshooting and recommendation to change the infusion site. Further investigation of this case revealed that the reused infusion set likely compromised insulin delivery, as the user replaced the site, observed drops during fill, filled the cannula, and resumed insulin delivery with expectation of correction. Symptoms included elevated blood glucose. Outcomes included user self-monitoring at home without medical intervention or alarms. It was concluded that, based on previously established findings for similar reports, the event was consistent with hyperglycemia due to suspected infusion site or set handling issue, with cause not definitively confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.